Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that prior to the start of a surgical procedure the handpiece continued to run on its own. There was no pt or user injury, and the case was completed with another device.